Event description:
I had a breast deformity as a child/teenager, I was born with it. Insurance paid for both of my surgeries. I was implanted over muscle with smooth saline in 1993. In 1994 I started to have major fatigue, weird chemical sensitivities, a groin cyst developed (out of no where that everyone said is just fat but never been tested) and interstitial cystitis (inflammation of bladder). In 1995,, thyroid cancer as well, thyroid removed. In 1996 capsular contracture. Removed implants, put under muscle, textured saline. Ps who did surgery (who got his license taken away years later for doing crystal meth and having sex with patients, putting in implants bigger than what girls wanted, even gauze was found inside one girl's breasts years later when she was having a lot of pain and they couldn't figure what it was) said he had to make my implants larger than what I was (a small c). I asked for a large c, I woke a dd. Today I am a ddd because I've gained weight. Diagnosed with chronic fatigue syndrome, then later fibromyalgia. Twenty two years of chronic neck pain, stiffness and now arthritis in my neck. Weird onion allergy developed in 1997. Freezing cold and tingling and numbness right hand fingers and right foot toes, weird and random itching, creepy crawly feelings in scalp and other parts of body, chronic body chills, chronic cervical migraines, major weight gain, can't lose weight despite dieting, extreme dry scalp, fibroids, low sex drive (getting worse), blurry vision, random tooth sensitivities, cholestasis during pregnancy, breasts pains, chronic insomnia (don't go into 4th stage of sleep), dark eye circles getting worse year by year, upper arm pain by implants, knee pain, weird and random elbow pain, joint pains, muscle stiffness, under arm pit swollen lymph nodes, major exercise intolerance, ibs issues, unexplained raised liver enzymes, high cholesterol, chronic constipation, gastritis with bleeding, stomach acid issues, chronic sore throats (in beginning), weird under eye twitching, swollen lymph nodes, weakness, hair loss, right hand pain/stiffness when writing, ischemic colitis from passing out for no explained reason, major brain fog, major concentration issues, major memory issues, chronic and unexplained post nasal drip for 20 plus years (sometimes with black streaks), hiatal hernia, complete numbness in the bottom of my right thumb after eating or drinking something cold, inability to have a second child, random heart palpitations, wolf parkinson's white (had to have heart ablation), gallstones, possible gallbladder removal because of possible polyp. I'm now scared of the cancer called alcl now linked to breasts implants, especially the textured one, which I have. I'm a mess and am just use to it. I have lost my life, my quality of life, and my career. These illnesses have put me into debt. I can barely work or take care of my daughter by myself. At least I can't do both, ot's one or the other. Thank god I have a husband who can step in and be the mom and the house keeper and the cook, etc... I've focused on every body part with every specialist in every field, but I never focused on my breasts because I was always told it couldn't be my implants. Last week I had a breast sonogram and it showed a .7cm swollen lymph node in my right breast (not suspicious for cancer). Today I was diagnosed with baker grade 4 capsular contracture in my right breast, by a reconstructive breast surgeon. God only knows how long I've had it! Something has to be done and someone needs to be held accountable for thousands of women losing their lives and quality of lives from either saline or silicone breast implants. Important information: mcghan siltex saline filled mammary prothesis (lot #fw7879 left 390cc and lot #fw2756 right 390cc) implanted by dr (B)(6) of (B)(6) on (B)(6) 1993 over the muscle with reconstruction. After capsular contracture and implant ruptures, mcghan style #468 textured saline implants (cat #27-468561 left #hk6992 650cc's right lot# gk5386 700cc's) was implanted by dr (B)(6) of (B)(6) on (B)(6) 1996. On (B)(6) 2017 capsular contraction again, implants to be removed and total enbloc capsulectomy soon, hopefully. I am in a (B)(6) group with over 17,800 women (and constantly growing) with similar stories as mine who have either silicone or saline breasts implants. When they explant them via an enbloc capsulectomy, all of their symptoms and illnesses go away. Tests go back to normal. Women's eyes, faces, skin start to look better, healthier and women's autoimmune issues disappear. They start to detox and heal and can start to regain some of their lives. Implants come out with mold and toxins. The implants and the women's bodies are tested and are found to have toxins, molds, silicone and the chemicals which make up silicone in them and all over them. The breast implant industry knows what they are putting into women's bodies and what is happening to them, it just needs to be proven in a court of law and it's time. Cancer is now linked to breast implants and the only way to know if you have that type of cancer before it's too late is to take out the implants and test the fluid around the implants. Women are dying and we need the FDA's help, please!